Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they need to get their therapy settings lowered. Patient shared they met with a representative a long time ago at their doctors office for some reprogramming. Patient mentioned that at that appointment their therapy settings needed to be programmed really high to get any benefit. Now the patient reported that they feel the vibration virtually all the time and didn't want to. Patient stated that a couple of months ago, they found that if their stimulation was off, they slept better and had an easier time getting to sleep, so they started turning it off at night and back on in the morning which was much better. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed information. Pt called back stating that they got a letter with questions that they would like to provide their responses to. Question 1 - did adjusting/decreasing your programming resolve the issue of feeling vibrations/stimulation? What other actions were taken or are planned to resolve this? Pt's response: yes, I was guided by a representative to adjust the level of the stimulation, but it didn't stay the way they adjusted it on the phone call and it went right back the next time they used the controller to the original setting. Question 2 - what was your weight at the time of the event? Pt's response: it probably was 165 pounds, however I don't know as I didn't write it down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.